Event description:
Customer reported unexpected positive reaction when testing sample on echo. Patient sample was grouped as a (B)(6). The same sample was tested again and shows of (B)(6) as the correct group which matched historical records.

Manufacturer narrative:
Examination of the well images clearly showed a contaminant, probably fibrin, which was in the well prior to patient cells being added. The customer was advised to clean and flush the probe and replace the vial of anti-a reagent used with a new vial. The anti-a reagent was returned for examination. There were no visible contaminants in the vial.